Event description:
Blood glucose measured 290 mg/dl at 6 pm; however when checking the result in themeter memory, it was stated to be 111 mg/dl for the time and date alleged. It was reported customer took their normal dosage of 45 units on insulin at 9 pm however customer did not check their glucose at that time. Reporter stated at 11:30 pm, customer woke up and hit their hed so was given orange juice and glucose tablets by his wife before going back to sleep. Reporter indicated customer went to the ER the next morning and it was discovered he had broken his neck. A request was made for the return of the suspect device and replacement product was sent.